Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 600 mg/dl. Reportedly supplies were used beyond labeling, tandem educated the customer on labeling instructions. Customer was put on a bi-pap and given saline an insulin intravenously. The customer was released 8 days later with the issue resolved and no permanent damage. A system check was completed and no issues were found with the pump.